Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that during a lead replacement procedure on (B)(6) 2026 "[related manufacturer reference number: 3006705815-2026-02262; 3006705815-2026-02261]" the physician experienced difficulty placing the lead due to patient anatomy, and effective therapy was not established. As a result, surgical intervention may be undertaken to address the issue.